Manufacturer narrative:
The lens was not returned for evaluation. A drawing was provided. The drawing showed small marks on the optic edge on opposite sides. The indicated damage was perpendicular to the travel path. This was similar to damage that can occur due to a plunger override. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The tip has stress and a small aneurysm. A scratch was observed on the bottom of the cartridge nozzle in direct line with the aneurysm. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. The viscoelastic used was not provided. The root cause could not be determined for the reported lens damage. The lens was not returned. A drawing was provided. The drawing showed small marks on the optic edge on opposite sides. The indicated damage was perpendicular to the travel path. This was similar to damage that can occur due to a plunger override. The returned cartridge had tip stress and a small aneurysm. There was also a scratch along the bottom leading to the aneurysm. This type of damage may occur if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens/plunger are not positioned correctly. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degreec (64degree f) and 23degree c (73degree f). The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag the manufacturer internal reference number is:(B)(4).

Event description:
A non healthcare professional reported that, during an intraocular lens implantation procedure, the surgeon noticed scratch on periphery of iol. The lens was left implanted in the patient's eye. Additional information has been received stating that there are scratches between the haptics on the periphery of the lens, which remained in place.